Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that despite the implantable pulse generator (ipg) being switched off, the battery drains relatively quickly. According to patient¿s mother, the charge goes from 100% to 50% in three weeks. After two hours of charging, it only reaches about 75%. The patient cannot charge for much longer at a time, as she needs to lie completely still; even small movements cause the connection to be lost. The ipg is slightly tilted and located abdominally. Patient is currently recharging every 1¿2 weeks, which she finds quite burdensome. It was recommended that the patient charge every two to three weeks. The issue is reportedly resolved.